Manufacturer narrative:
If explanted, give date: (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: lens remains implanted at this time. All pertinent information available to the manufacturer has been submitted. .placeholder

Manufacturer narrative:
Manufacturing records: review of the documentation and testing presented in the manufacturing record were found within product specifications. No discrepancy related to quantity was found. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection showed the lens was cut in half. The half lens had a haptic and a loose haptic was also returned. The lens was inspected at (B)(4) microscope magnification revealed surface scratches, and surface residuals (fiber/particles) on the lens compatible with handling the lens in a non-particle controlled environment. Diopter measurement could not be performed due to the condition of the returned device. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
In follow up it was confirmed the intraocular lens (iol) was explanted from the patient's eye on (B)(6) 2014. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that after implantation of a z9002 intraocular lens, the patient experienced unexpected post-operative refraction. The surgeon indicated he was planning on a outcome of -0.50 and the result was about -2.50. At this time the lens remains implanted but an exchange is planned.